Event description:
It was reported that, "three stratefix suture needles broke off in the pt's uterus". The case was completed by opening more suture. There were no reported pt consequences. B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual product involved with the incident reported will not be returned. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the component met (B)(4). Requirements throughout the incoming, mfg and the final inspection processes. No inventory available needle supplier, which is our customer as well, was contacted to verify it there were any quality issues related to the needle batches used in the mfg of the lots reviewed. Supplier confirmed that no ncrs were generated as part of the mfg process of the needle lots. Finished good product were received into inventory without quality issues. The needle (B)(4). Item #(B)(4) stratafix spiral pga-pcl knotless tissue control device - CT-1 1 monoderm 45cm, lot mstt070.